Event description:
After zero-balanced, the catheter was placed into the patient. However, the catheter came out of the patient after monitoring for 1 or 2 days. Then the doctor removed the bolt and checked it. They noticed that a small white part in the bolt was missing. The customer told that they once opened the compression cap by mistake before inserting the catheter into the patient and the white small part might be lost at that time.